Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The device was reprogrammed and the oversensing was resolved. The patient's condition was fine post programming.